Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The keypad buttons reportedly were under-responsive and there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/26/2015 with the following findings: the battery cap was not returned; therefore, a test battery cap was used to complete investigation. The battery compartment was found to be leaking with evidence of moisture corrosion found inside in the pump. The text on the display was found to be distorted due to moisture damage. The keypad was found to be intact with no evidence of peeling or damage. All keypad buttons were found to be responsive. The keypad was removed and there was no evidence of contamination found on the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.